Manufacturer narrative:
The customer did not provide any additional information. Product or sample was not returned. A DHR review for anti-a (murine monoclonal) series 1, lot 101673 did not reveal any deviations from processes in the manufacture of the product. The lot met all specifications for in-process and final release criteria. Testing was performed with retention anti-a, lot 101673 using retention greiner plates. Testing was performed in parallel with monoclonal control. In-house donor samples and segments from donor units were tested. All samples performed as expected with hds plate with all group a donors exhibiting 4+ reactivity. With the greiner plate, most group a donors exhibited 3+ to 4+ reactivity; however, 1 donor exhibited adherence on the edge of the well and 3 donors exhibited monolayer adherence. The monoclonal control and all group o and group b donors were negative in all testing as expected. The investigation is on going. According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.

Event description:
Customer reported 3 abo discrepancies when testing cord blood samples on the galileo. Patient 1 was reported as b positive; repeat tube testing using a heel stick sample yielded ab negative results. The mom was a negative. Patient 2 was reported as o positive. Tube testing using the edta results were a positive. Customer states they performed a dat on the galileo and received a positive result. The mom is o positive. Patient 3 initial testing reported an equivocal for anti-a and negative for anti-b. Repeat testing on the galileo resulted as a type o, rh typing unknown. Customer performed a dat on the galileo and received a positive result. They repeated the sample on the galileo and received equivocal for the anti-a and negative for the anti-b. Tube testing yielded an a type. The mom was o positive. Anti-a (murine monoclonal) series 1, lot 101673 esd used.